Event description:
Immediately upon initiating hemodialysis, the pt became hypotensive and unresponsive; a code was called and CPR started. Treatment was stopped without returning the pt's blood. The pt received a bolus of 500 ml of saline; his bp increased and he became responsive. No other medications were administered and the pt was transferred to ICU for further monitoring. This was the pt's 8th hemodialysis treatment; he had a reaction prior to this event during the 7th treatment. The pt has been switched to a gamma-sterilized dialyzer containing a cellulose diacetate membrane and has had no further events. The physician caring for the pt has concluded that the pt experienced type 1 dialyzer reaction to the gambro polyflux revaclear dialyzer.

Manufacturer narrative:
The lot number of the product in use at the time of the event is unk. The last shipment to the clinic included the lot number c409110501; two devices from the same lot number were evaluated. Chemical testing was performed according to quality assurance procedures and both devices performed according to specifications.